Event description:
It was reported by repair work order that the customer alleged that the cot would not fold to load and the cot post is damaged. Upon inspection of the unit by the service technician, it was identified that cot would not fold due to latch lever and the cot post was missing.